Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) did not deploy upon removal, and the indicator window did not change color during retraction. Manual compression was applied to achieve hemostasis. A subsequent forceful pressing test was conducted outside the body and showed that a 5f exoseal vascular closure device (vcd) could not be pressed down. There was no reported patient injury. The 5f exoseal vascular closure device (vcd) was stored and prepared per the instructions for use (IFU). The packaging was intact, so the 5f exoseal vascular closure device (vcd) was not inspected; however, no visible damage was observed on the 5f exoseal vascular closure device (vcd) or packaging prior to use. Retraction continued until pulsatile flow decreased, but the indicator window did not turn solid black. During retraction, the indicator window of a 5f exoseal vascular closure device (vcd) was facing up but showed no change in color; no red or black was seen. Concerned about unintentional release, the operator did not press the plug release button. After removal, the wire loop of a 5f exoseal vascular closure device (vcd) showed no damage. No visible damage was observed to the indicator wire of a 5f exoseal vascular closure device (vcd). A 6f non-cordis vascular sheath was used. Suitability of the femoral artery, vessel diameter, and puncture angle were confirmed, with no visible calcium or plaque, vessel tortuosity, stents, or stenosis near the puncture site. The site had not been previously closed and showed no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A 5f exoseal vascular closure device (vcd) was used in a coil embolization procedure for a cerebral artery aneurysm using a retrograde puncture approach. The physician achieved certification on the use of a 5f exoseal vascular closure device (vcd). The patient¿s body mass index was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The indicator wire deployment simulation could not be performed, as the indicator wire was already fully deployed. However, a deployment simulation evaluation was performed and during this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire deployment difficulty unable and deployment lever (button) frozen/locked¿ was not confirmed since the device was received with the indicator wire deployed and the device lever was able to be fully depressed with successful plug deployment. The cause of the reported issue could not be determined since the condition of the received device did not match the event reported, as it was received with the wire fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) had not deployed when device was removed. There was no reported patient injury. Among several procedures performed throughout the day, during the occlusion process and in accordance with standard operation, the indicator window failed to change color. Concerned about unintentional release, the operator did not press the plug release button. Upon removal, it was found that the guidewire loop had not deployed. Subsequent forceful pressing test was conducted outside the body and showed that the device could not be pressed down. Following liver imaging procedure a 5f occluder was routinely used to seal the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) did not deploy upon removal, and the indicator window did not change color during retraction. Manual compression was applied to achieve hemostasis. A subsequent forceful pressing test was conducted outside the body and showed that a 5f exoseal vascular closure device (vcd) could not be pressed down. There was no reported patient injury. The 5f exoseal vascular closure device (vcd) was stored and prepared per the instructions for use (IFU). The packaging was intact, so the 5f exoseal vascular closure device (vcd) was not inspected; however, no visible damage was observed on the 5f exoseal vascular closure device (vcd) or packaging prior to use. Retraction continued until pulsatile flow decreased, but the indicator window did not turn solid black. During retraction, the indicator window of a 5f exoseal vascular closure device (vcd) was facing up but showed no change in color; no red or black was seen. Concerned about unintentional release, the operator did not press the plug release button. After removal, the wire loop of a 5f exoseal vascular closure device (vcd) showed no damage. No visible damage was observed to the indicator wire of a 5f exoseal vascular closure device (vcd). A 6f non-cordis vascular sheath was used. Suitability of the femoral artery, vessel diameter, and puncture angle were confirmed, with no visible calcium or plaque, vessel tortuosity, stents, or stenosis near the puncture site. The site had not been previously closed and showed no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A 5f exoseal vascular closure device (vcd) was used in a coil embolization procedure for a cerebral artery aneurysm using a retrograde puncture approach. The physician achieved certification on the use of a 5f exoseal vascular closure device (vcd). The patient¿s body mass index was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.